Event description:
It is reported that valve was implanted and two days later pt became symptomatic. Valve was explanted and the outer rim of the connection was found to be open and leaking csf when the surgeon reopened the site. Note: the surgeon used this valve with existing ventricular pathway tubing that was already in the pt.